Event description:
It was reported that the insulin pump had a blank display. The customer tried three batteries but the display did not return. The customer's blood glucose was 122 mg/dl. The customer stated that the contacts on the battery cap was damaged, the battery compartment and the spring were corroded. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.